Event description:
It was reported that a 58 yo male patient, initial right knee implanted with recalled poly on (B)(6) 2011, underwent a revision procedure on (B)(6) 2023, approximately 11 years 5 months post the initial procedure. The patient complained of pain. A loose femur was indicated. There was no breakage of device or surgical delays reported. The patient was last known to be in stable condition following the event. No device returns anticipated due to the recall, the hospital will not release the implants for return. X-ray provided. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: 02-010-01-0350 - logic femoral ps cem right sz 5 (B)(4); 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm (B)(4)- recall device; 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t (B)(4); 200-02-38 - three peg patella 38mm (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of femoral loosening as reported, prosthesis wear of the patella, and/or due to the inclusion of the polyethylene in the packaging recall. However, the femoral loosening cannot be confirmed from the information provided but may be due to over 10 years of use and/or due to an insufficient bond between the femoral component and cement. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.